Event description:
The user facility reported that the impella 5.5 purge sidearm was covered in blood following surgery, after the purge retainer had been cleaned with betadine containing isopropyl alcohol. A leak was also reported to be coming from the purge filter. Purge sidearm bypass was performed. It was also reported that the optical placement signal was reading 100 mmhg higher than the patient's arterial line. There was no harm to the patient. No further information was provided.

Manufacturer narrative:
The investigation into the reported purge leak and optical signal issue was completed. The device was returned for evaluation. The purge side arm was noted to be detached from the red pump handle. The retainer was partially over the sidearm. A crack in the filter was observed and the leak was able to be reproduced. The root cause of the purge leak was sidearm filter damage as a result of cleaning the filter with betadine and isopropyl alcohol. Data log analysis revealed no issues with the placement signal (ps) until 5 days into the case, when suddenly the ps began to fluctuate. Device analysis did not reveal any physical sensor malfunctions. The root cause of the optical sensor inaccuracies could not be determined. Impella 5.5 IFU states: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ this report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.